Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the tether on the delivery system became loose. The tether was tightened and the leadless ipg was placed successfully. No patient complications have been reported as a result of this event.